Event description:
It was reported that a thrombus extraction was performed in the mildly tortuous and calcified left anterior descending artery. During a direct stenting procedure, a 3.0 x 15 mm xience v stent system was advanced into the patient anatomy. The xience v stent system was not able to cross to the target lesion and was removed. During withdrawal, resistance was felt and the stent dislodged in the proximal left anterior descending artery. The dislodged stent was retrieved using a snare device. Pre-dilatation was then performed using a non-abbott dilatation catheter and a 3.0 x 15 mm promus was then successfully deployed to complete the procedure. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4): no pre-dilatation. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for resistance/difficulty removing the anatomy or stent dislodgement. Based on the review, no product deficiency was identified. It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU-apl2073340, revision d, delivery procedure section) instructs the physician to "pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter". It is likely that the reported IFU deviation directly caused or contributed to the reported complaint.